Manufacturer narrative:
No product was returned for evaluation at the time of this report. Device data reviewed by the clinical specialist indicated multiple use deviations from prescribed training, including clustered and late meal announcements, use of announcements as correction doses, and frequent pausing of insulin delivery during elevated glucose levels. The event was associated with user handling and not a device malfunction. The ilet operated as intended based on the inputs received. A follow-up report will be submitted when investigation is complete.

Event description:
On 08-oct-2025 it was reported that on (B)(6) 2025 the end-user was hospitalized due to hyperglycemia with blood glucose (bg) levels of 550mg/dl. A caregiver transported the user to the hospital where they were treated with insulin injections and released the same day. The ilet was removed and was returned for evaluation. No long-term health effects were reported.